Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports that a PICC was inserted (B)(6) 2011. On (B)(6) 2011 a break was noted just below the molded strain relief on the extension and was pulled. On (B)(6) 2011, the PICC was removed and replaced with a new one. The pt status was stable.